Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.a166usqu7dzea. Hardware: sm-a166u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical assistance (date unknown) due to a first-degree burn incurred at a pod site. The patient was in a pool when the back of the pod¿s (u shaped section) became extremely hot during wear, and ¿hot to the touch¿. The burn was approximately 2 to 3 inches long and described as appearing like a curling iron had been pressed on to their skin. The duration of pod use was greater than 48 hours, the site location is unknown. No changes to blood glucose were reported. The patient was diagnosed with "a burn type injury" and treated with antibiotic cream and clean gauze. No further details are available pertaining to the medical event.